Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.' One tapered screw-vent implant (tsv4b11) and mount were reported. Only the mount was returned for investigation (image 1). Visual evaluation of the as returned product identified that the hex was fractured off. Functional testing could not be performed since the mount was fractured. Pre-existing condition noted on the per was high bone density ¿ type I. The implant was being placed at tooth #35 (fdi) when the incident occurred.x-ray or picture images were not provided. Document reviewed: instructions for use ¿ prosthetics for zimmer dental implant systems ¿ ifu4894 rev 6 ¿ 08/19. Instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: warnings, precautions and breakage (pages 1 & 2). Per the applicable IFU, it is stated that improper technique can cause device failure. DHR review for the lot (1217757) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (1217757) for similar events and no other complaint was identified.october post market trending was reviewed and there were no actionable trends or corrective actions for the reported event or devices. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Implant date unknown / not provided. Explant date unknown / not provided. PMA/510(k) number: k011028 and k013227.

Event description:
Doctor reported the hex of the mount fractured at the moment of the implant placement. The doctor was able to place the implant, and completed the procedure.